Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d2, d5, d9, g6, h2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-aug-2022 to 30-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user's login account was locked due to invalid credentials. A technical support specialist unlocked the user account and rebooted the station for pending updates to resolve. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system prompted "unable to authenticate" error while user attempted to login during an emergency. Customer stated that they had call for another nurse from another location to remove the required drugs, which caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user's login account was locked due to invalid credentials. A technical support specialist unlocked the user account and reboot the station for pending updates to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system prompting "unable to authenticate" error while user login during an emergency. Customer stated that they had call for another nurse from another location to remove the required drugs. Customer confirmed that there was no harm occurred to the patient. There were no adverse events or injuries reported based on this incident.